Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported blurred vision, headaches, fatigue and overcorrection in a patient's eye post refractive procedure. A year and a half later, the patient underwent another refractive procedure to attempt to correct the overcorrection. This procedure did not end up correcting the patient's vision.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).